Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience muscle stimulation. The lead also exhibited low amplitude and high pacing threshold measurements. The lead was surgically abandoned. No additional adverse patient effects were reported.